Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was having volumes issues, was auto cycling, and the unit had an internal leak. The transducers were calibrated and the flow valve was characterized and the reported issue was not resolved. The customer reported no patient involvement.